Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a nailing procedure surgeon inserted a univ-tibnail. After the nail was placed, surgeon realized the nail was bent. Surgeon removed the nail and selected another univ-tibnail and completed the procedure.

Manufacturer narrative:
This device is used for treatment not diagnosis. The measurable dimensions were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao-asif specification and with the international standard. The manufacturing records were reviewed and no complaint related issues were found. The investigation shows that the shaft is strongly deformed due to mechanical force - anti-clockwise. The reason for this deformation could not be determined.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.